Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and it is not implanted/explanted placeholder.

Manufacturer narrative:
(B)(4).the unit was tested and failed the rpm specification. This is most likely due internal motor or ecu failure due to immersion during cleaning.

Event description:
Anspach (B)(6) sales consultant reported the 532.010 (small battery drive) has no power. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).